Event description:
Account states that the 2d0803 failed due to a seal leak. It was not apparent from an audible that there was a leak. They only realized that it was a malfunctioning when the pt's o2 saturation was greatly decreased. There was an acute decrease in the saturation levels. They then tightened the seal, and the saturation levels went up.